Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used in a stent placement procedure on an unknown date. After the stent was deployed, an attempt was made to position the stent using the suture, and the bladder loop of the stent tore but did not detach.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used in a stent placement procedure on an unknown date. After the stent was deployed, an attempt was made to position the stent using the suture, and the bladder loop of the stent tore but did not detach. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the loop on the bladder end of the device was torn. Most likely, unstated procedure and possibly clinical factors contributed to the loop tear, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident.